Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) system exhibited high out of range pace impedance measurements greater than 2,000 ohms. The sensing, pacing thresholds and shock impedance measurements were stable. There was no noise detected during troubleshooting. It was believed that the high pace impedances were related to calcification on the lead tip. Boston scientific technical services (ts) reviewed data disk analysis provided and confirmed that the pace impedance measurements are greater than 2,000 ohms and agreed that the measurements are related to a lead tip/tissue interface issue such as the lead calcification. No further complications were reported. No adverse patient effects were reported. This system remains in-service and will continue to be monitored.